Manufacturer narrative:
Result - the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusion - the cause of the cerebral infarct is unk.

Event description:
On (B)(6) 2011, this pt underwent treatment of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses, with one of the devices intentionally covering the left subclavian artery. It was reported that during the implant procedure, a coronary artery bypass graft (CABG) procedure was also performed, and the pt experienced 1,100 ml of blood loss due to the CABG procedure. The same day, the pt reportedly presented with a cerebral infarct the same day, which was treated with medication. On (B)(6) 2011, the pt was discharged from the hospital. However, it was reported the symptoms from the cerebral infarct had not resolved. No further adverse events were reported.